Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of battery damage was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from user error. The main batteries were replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery damage; this condition had the potential to interrupt delivery. This condition was found in the coronaria upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.